Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire detached. The sensor insertion was at the abdomen on (B)(6) 2015. No additional event or patient information is available.